Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red and bumpy, skin irritation under the lifevest and on the patient's neck. It was also reported that the patient had welts on the arm. There is no indication that the lifevest caused the welts on the patient's arm. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed benadryl for the skin irritation. Follow up indicated that the patient's skin irritation improved.